Event description:
Customer reported that a dash monitor allegedly failed to alarm for asystole. No pt death or injury was reported. The doctor was at the bedside to witness the event. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.